Event description:
It was reported that during an atrioventricular nodal reentrant tachycardia (avnrt) case, the av node was accidently hit and the patient became bradycardic. The case was terminated and a pacemaker was inserted in the patient. The status of the patient was unknown. Additional information was requested, but no response has been received.

Manufacturer narrative:
The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The concomitant products: carto 3 (B)(4). Stockert (B)(4). Catheter ((B)(4) lot 157500170m-disposed). Catheter ((B)(4) lot 15697013m). (B)(4).